Manufacturer narrative:
The information was received from an attorney group and neither the customer nor the product information was provided; therefore, follow up and analysis were not able to be performed to confirm the allegation. The institution where the issue occurred is the only known information. The product malfunction was unable to be confirmed because no name/contact information for the customer and no product information were not provided; therefore, follow up for confirmation is not possible. A review of recent cases was conducted, and no similar issues have been recorded for the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received feedback regarding an unknown device indicating it was reported there was an allegation of patient harm requiring unknown treatment and 'medical malpractice'. No additional event details were provided.